Event description:
It was reported that the device overheated during use. A back up device was used to complete the procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.